Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that this is the initial report for this product. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and perforation abutting organ that causes injury and damage. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis (dvt). The left common iliac vein was tried first unsuccessfully. After several failed attempts to access the right common iliac vein an ultrasound was used to visualize the vein. The ultrasound revealed venous thrombosis of the common iliac vein. The filter was placed at the l3 level via the patient's left common iliac vein.    Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), with the perforation abutting an unspecified adjacent organ. The patient also experienced anxiety and worry. The patient became aware of the reported events approximately fourteen years and nine months after the index procedure.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h4 and h6. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of recurrent deep vein thrombosis (dvt). Access for filter implantation was initially attempted multiple times via the right common iliac vein were unsuccessful. Examination with ultrasound revealed venous thrombosis in the common iliac vein. The filter was ultimately implanted via the left common iliac vein and placed at the level of l3. The patient further reported having experienced anxiety and worry associated with the filter. The procedure was completed without immediate complications. More than fourteen years after the filter implantation, the patient became aware that the filter strut(s) had perforated outside the wall of the inferior vena cava (ivc) and was abutting an unspecified organ. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.